Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistant with mis-handling. Root cause could not be firmly established due to the observed damage. The switch gasket will be replaced. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.